Event description:
Reporter reported that a patient using the homechoice automated pd system discovered that the homechoice cassette was wet and cracked at the end of the procedure when the patient opened the machine door. According to the patient, the homechoice machine did not alarm. No patient injury or medical intervention was associated with this incident. Per follow up information received, nothing unsual was noted regarding the cassette.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA april 2, 2007.